Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Only preventive maintenance was performed. No findings on site. Log file review shows that all started treatments were completed to 100%without interruption and all laser system functions were within specifications at this day. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively, based on the available details. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with pain upon awakening in the left eye four months post lasik. The patient was noted to have recurrent corneal erosion, dry eye, and superficial punctate keratitis. Punctal plugs were inserted, the patient is to use topical tear drops, and was prescribed a cyclosporine ophthalmic emulsion topical eye drop.